Event description:
Customer reported, the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power control board. System operates as intended.